Event description:
During a ercp, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. The device was advanced through the endoscope. While positioning the device for the sphincterotomy, a portion of the cutting wire detached from the device. The detached portion was left to pass naturally. The pt was reported to be in good condition.